Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism.

Event description:
It was reported that there were positioning difficulties and that the lead dislodged twelve hours after implant. It was decided to remove and replace the lead. No patient complications have been reported as a result of this event.